Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history review for this lot has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates the pedicle screw matrix 5.5 polyaxial was received with collet attached to body and screw missing from assembly. There is a rub area on the bottom outer area of the body where the screw head has left a burnished area. There are nicks and scratches on the outer area of the body. Expected to be seen is wear in the collet, but there is none visible. All described nonconformities are post manufacturing. The measurement for the collet inner spherical diameter is unobtainable in its manufactured split condition, and raw material unobtainable in assembled condition. Raw material was verified as correct in the device history record review. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Although the x-ray information was originally provided on the initial report submitted on (B)(6) 2013, it was not included. This report documents the x-ray information. Date of manufacture obtained from review of device history records. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: doctor used matrix material for l4-s1 and t-pal for l5-s1. Immediately post-op everything was normal, and patient was recovering normally on (B)(6) 2013. On an unknown date, the patient started to complain about increasing back pain. During a new control on (B)(6) 2013, they saw that the heads are loosened from the screws on level l4. Revision planned for (B)(6) 2013. Patient did not do anything special, no fall or other accident. Two screw heads were separated from the shaft. This is report 2 of 6 for complaint (B)(6).